Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited a lead warning and undefined impedance qualified as high and was programmed off. No further patient complications have been reported as a result of this event.